Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that that ever since they got the implant they have had hardly any results at all. The patient said that yesterday was horrible. The agent reviewed therapy information and general programming guidance. The patient increased stimulation on their current program today and said it was painful. The patient also mentioned that they have had 4 utis since implant and have never had one before. The patient was redirected to their healthcare provider (hcp) to further address the issue.

Event description:
Additional information was received from the patient. The caller called back and reported that they are not getting symptom relief and have been through all 7 programs. Caller reports that sometimes they turn it up so high it feels like electrical burns. The agent reviewed that the therapy is not designed to have to be painful or uncomfortable to work, so do not turn it up that high. The caller also noted that they have a bowel situation and reviewed how stimulation can impact bowel. Caller will see the hcp on friday.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.